Event description:
While attempting to remove a cannulated screw from the pts right heel with a cannulated screwdriver, the doctor broke a piece of the screwdriver head off in the screw that was still in the patient.